Event description:
Lumbar drain assembly came apart at the bottom of the collection chamber. Spinal drain was not disturbed and remained in patient. Needed to remove defective chamber and attached tubing. No patient injury.